Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: skin reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) female patient underwent a breast reconstruction revision with unknown saline breast implants which patient reported that at times left breast will swell (swelling comes and goes), itching within the breast underneath the skin, discomfort that at times goes to the axilla, feels as though the implant has moved within the breast pocket after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.